Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, 7mm extended length endoscope s/n 922210 lens were blurry. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
(B)(4). The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(4). The vendor certifies that this device serial conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch. The device was returned to the factory on 10/29/2020. An investigation was conducted on 11/05/2020. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The endoscope was observed to be intact, no visual defects were observed. An image quality inspection was performed with an endoscopic video imaging system. A clear image was unable to be obtained, as there were spots of cloudiness in the center of the image. Based on the returned condition of the device and the evaluation results, the reported failure "poor quality image" was confirmed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, 7mm extended length endoscope s/n (B)(4) lens were blurry. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
Updated sections: b3,g4,g7,h2,h10 internal complaint number: (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, 7mm extended length endoscope (B)(6) lens were blurry. A replacement device was used to complete the procedure. No patient involvement.